Event description:
The customer reported that the fetal double spiral electrode could not be removed via the usual 'untwist' method from the scalp of the newborn.

Manufacturer narrative:
The customer reported that the fetal double spiral electrode could not be removed via the usual 'untwist' method from the scalp of the newborn. The metal helix required surgical removal from the scalp. The involved electrode batches were evaluated at philips, but the failure could not be duplicated. Based on the customer's report, we are considering this a fetal double spiral electrode malfunction. We cannot determine the cause, since we could not duplicate the reported symptom. Additional lot # 080980.